Manufacturer narrative:
(B)(4). Batch# n92a73. The device was returned with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. Upon visual inspection, it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The device was connected to a test hand piece and a gen11. The device was analyzed, and it was determined that it was used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device.¿ due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic total hysterectomy the scalpel could not fire. Changed to a new one to complete. There were no adverse consequences on patient.